Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee ceiling system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The detailed investigation showed that the problem was due to a so-called blue screen (bsod), or bug screen, of windows. Such an error can occur when an attempt is made to write to memory outside the control of the operating system kernel. This is detected by the memory management unit and a bsod is triggered. This is a protective function of the operating system to keep the kernel from being damaged. Such events are caused by the operating system and cannot be completely avoided, despite all precautions. If the process is only a temporary problem, the system will work again without errors after switching it off and on again. The log files only provide limited information about which hardware conflict was ultimately the trigger, however, our technical experts assume that a rare register memory error in the hardware caused the problem. This cannot be verified as the computer is no longer in error mode. In the given case, the situation was aggravated by the fact that the real-time controller (rtc) also had a temporary contact problem. After unplugging and plugging in the computer's circuit boards, the system was running error-free again. As a preventive measure, the system technician rebuilt the database on site and the error has not been reported again. The occurrence rate of the error pattern and the spare parts consumption of the affected part were checked. Any accumulation of errors or even a systematic error that would lead to corrective action of the installed base could not be determined by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.